Event description:
On 8/2001, the user facility's specials technician informed the manufacturer's rep of the following: device inserted into pt, once placed the device catheter was flushed and leakage was observed at the bifurcation or y-hub. Catheter removed and discarded at the user facility. Two more devices same catalog and lot number opened and device catheters flushed prior to insertion and both catheters leaked at the same location of the bifurcation or y-hub.